Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting loss of capture, which could not be recreated with testing. Noise was also observed on the atrial channel. Noise could be recreated with physical movement. No noise on the rv lead. The pacemaker and both leads were surgically abandoned and replaced. No adverse patient effects were reported.